Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that rows c and d were not on the bus. A field service engineer (fse) replaced the retractor flat cable, restoring tray communication. The unit was further inspected for debris, drawer rail operation, and missing components, with slide bumpers replaced and loose drawer fronts secured. Additionally, fse identified thermal damage in drawer 3.1 row b caused by an overheated muscle wire, replaced the affected row tray, and confirmed proper functionality through hardware test application (hta) testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie had been continuously failing, likely due to a bracket board issue, and the problem persisted even after swapping out the 2x5 cubie and relocating the medication. However, there were no delays or adverse events or injuries reported based on this event.